Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08363. Jet registry. It was reported that in-stent restenosis occurred. The 80% stenosed, 10 cm in length, de novo target lesion was located in the left popliteal artery with a reference diameter of 5mm. The target lesion was treated successfully with a jetstream atherectomy system followed by unspecified cutting balloon angioplasty of the mid and distal left popliteal artery balloon angioplasty was completed with a non-bsc balloon catheter to the left posterior tibial and peroneal artery. Final angiography post atherectomy and balloon angioplasty demonstrated minimal residual luminal irregularities with vastly improved flow. A lemon sized hematoma and ecchymosis at access site, manual pressure, pressure dressing, and sandbags. The patient was discharged on aspirin and an unspecified platelet inhibitor. (B)(6) 2013, the patient presented with complaints of persisting left leg weakness despite physical therapy, and foot coldness, and occasional shortness of breath. A physical examination showed localized edema of the left ankle, non-pitting. In (B)(6) 2013, the patient underwent a total vascular restenosis (tlr) due to severe lifestyle-limiting lower extremity claudication progressing to recurrent rest pain in the lower extremity consistent with critical limb ischemia. The popliteal artery was totally occluded in its mid-portion. The vessel reconstituted in the proximal portion of the posterior tibial artery. The left popliteal artery, tibioperoneal trunk, and posterior tibial artery vessels were treated with a combination of laser atherectomy, mechanical thrombectomy and placement of 3 stents, including overlapping 3.0x38 mm and a 3.0x16 mm promus element plus stent and 1 high radial strength self-expanding peripheral stent. There was 0% residual with brisk runoff to the foot providing the posterior tibial artery with good collateral filling of the other tibial vessels. The patient was discharged the following day on aspirin and a platelet inhibitor. In (B)(6) 2014, the patient present with complaints of coolness of the left foot and left ankle region just below left calf, generalized leg pain, aching, and return of intermittent claudication in the left leg. They reported experiencing chronic dyspnea. A physical examination showed no edema of the extremities. The patient was diagnosed with critical limb ischemia of the left lower extremity. There was evidence of occlusion and in-stent restenosis of the previously placed 3.0x38 mm and a 3.0x16 mm promus element plus stents and 1 high radial strength self-expanding peripheral stent to the left popliteal artery, tibioperoneal trunk, and posterior tibial artery. Six days later the patient underwent tlr due to critical limb ischemia with progressive claudication and rest pain in the left lower extremity. A pt graphix was advanced across the lesion into the distal posterior tibial artery. Using a non-bsc support catheter the pt graphix wire was then exchanged for a non-bsc guide wire. Laser atherectomy was then performed on the in-stent re-stenotic segment in the distal popliteal artery using a 1.7 mm burr with improvement and a 1.7 non-bsc catheter, resulting in improvement in flow. Using an unspecified cutting balloon, angioplasty was then performed to the distal popliteal artery using a 5.0 x 40 mm non-bsc balloon with good expansion. Subsequent angiogram showed excellent angiographic result with brisk flow. A 3.0 x 40 mm non-bsc balloon was used to perform cutting balloon angioplasty of the mid and distal segments of the posterior tibial artery with good expansion. Final angiogram showed excellent angiographic result with brisk flow through the entire posterior tibial artery with filling of the pedal arch from the posterior communicating branches that were patent from the posterior tibial artery into the distal peroneal segment. A non-bsc closure device was placed in the left common femoral artery antegrade access site for hemostasis. The same day the patient was discharged on aspirin and a platelet inhibitor.